Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was given.

Event description:
It was reported that the device fell apart in the middle of a case. Additional information was requested but no additional information or responses were received.